Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electro surgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis confirmed and reproduced the customer reported complaint. The unit was placed on an in-house system and was run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. Based on the field evaluation, this reported event was confirmed and reproduced. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The iesu has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: the integrated electrosurgical unit (iesu) was faulting after the start of the procedure and the surgeon was able to continue with the procedure robotically. Based on the field evaluation, the fse went on site and confirmed the reported issue. The fse replaced the erbe to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information in patient information and adverse event or product problem was either unknown, unavailable, not provided, or not applicable. The expiration date for model # is not applicable. Field implant date/explant date is blank because the product is not implantable. Information for the blank fields in initial reporter name and address is not available. Field initial reporter occupation is blank because the information was not provided.

Event description:
It was reported that during a da vinci assisted surgical procedure, the monopolar coagulation was not working. After a few seconds, error message c-34 appeared on the integrated electro surgical unit (iesu) display. The customer already tried different port, different cables and grounding pads and power cycled the system; however, the issue persisted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: "the hf generator failed, therefore the surgery could not be "happily completed" but had to be postponed."